Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted during a device replacement procedure due to high pacing impedance measurements greater than 2,000 ohms. The pacing impedance measurements were 1,900 ohms when tested with the pacing system analyzer (psa). The attempted cardiac resynchronization therapy defibrillator (crt-d) was not implanted and the rv and lv lead were also explanted and replaced. No adverse patient effects were reported.